Event description:
There are pieces of plastic in the syringes when the plunger is pulled open. Dust? When did the incident occur? During use. Reply from customer: ¿ no defective products have been used for the patient. The problem was noticed before using the product. A small delay in the preparation of anesthesia, but the patient has not suffered.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation/correction: correction: following submission of initial MDR, it was identified the patient impact was initially reported incorrectly. Annex e and annex f code updated to reflect no patient harm as reported by the customer. Device evaluation: one sample was provided to our quality team for investigation. Through visual evaluation, a small plastic burr on the tip of the syringe was observed. A review of the device history was performed for lot 2112058, no deviations or non-conformances related to the reported incident were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including inspections throughout the molding process to verify the product is free from bubbles, scratches, burrs, and other molding issues. Inspection results were reviewed for the reported lot and no issues were identified. Retained samples of the reported lot were used for additional evaluation. All product was inspected and no burrs were identified on any of the products. While we could not identify a direct issue, we can confirm the burrs generated during the molding process. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
There are pieces of plastic in the syringes when the plunger is pulled open. Dust? When did the incident occur? During use.